Event description:
A review of information provided by an attorney representing client was used to provide the following information. User had an intraocular lens implanted on 3/12/97. Medical records indicate user has received treatment for post-operative inflammation and acute conjuctivitis. The implanting surgeon states the iol shows six bubbles and a line in the base which were not present prior to intraocular lens implant. User is experiencing irritation, itchiness and seeing a shadow off and on (almost like cellophane) from the temporal side. This comes and goes with head movement. Medical records indicate one ophthalmic consult believes the cause of reported symptoms may be use of dirty forceps while the implanting physician feels symptoms may be due to a defective lens. The lens remains implanted.